Manufacturer narrative:
Additional information: the complaint on the d1000 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a tego connector where it was reported that at the end of a dialysis treatment, after the restitution to the patient, the nurse unscrewed the venous line, the clamp was not closed and the tego valve leaked. Clinical consequence: blood loss. Action taken: venous line closed.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Additional information- reporter phone (B)(6).